Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in insulin pump history. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the sound was not working on the replacement insulin pump. The customer's blood glucose level was unknown at the time of the incident. The audio options menu on the insulin pump was set to audio and vibrate. The customer reported that they did not hear beeps when audio volume settings were saved. The customer was advised to revert to backup plan per the healthcare professionals. The device will be returned for analysis.